Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 13aug2018 to the present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device is broken/damaged. No additional information was provided. There was no patient involvement.